Event description:
It was reported that this right ventricular (rv) lead was capped due to it was exhibiting noisy signals and high pacing threshold measurements. It was suspected a lead fracture but it was not confirmed. A new right ventricular lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped due to a product performance issue. A new right ventricular lead was successfully implanted. No additional adverse patient effects were reported.